Manufacturer narrative:
Based on the claim against the product by the customer noting the e-100 power button turns red at power up, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the e-100 to correct the reported problem due to intermittent fault. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The e-100, the reported failure was replicated and confirmed. Visually inspected the unit when the unit was installed in a good internal system, it failed. The power led turned red, and the bipolar led would not turn on, and was unable to cut/seal. The complaint regarding the e-100 power button turns red at power up was confirmed based on the field evaluation and failure analysis investigation, which indicates that the device did contribute to the customer reported issue. This complaint is being classified as a reportable event due to the following conclusion: the e-100 was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted general nissen fundoplication surgical procedure, the e-100 power button turns red at power up. Clinical sales representative (csr) performed troubleshooting wherein, they had to power cycled from the power button as well as the switch in the back and the power button turns red upon power up. The customer was in the process of docking when they called in. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the ports were already placed. Once powered on we noticed power button was red. The red power button once powered on, a power cycle of the system was attempted before we docked to patient. However, this did not resolve the issue. The procedure was completed using the erbe generator. The procedure was completed robotically.